Event description:
The report received from the study indicated that the pt had a non-q wave myocardial infarction (mi) after the index carotid stenting procedure. The pt's post-procedure cardiac enzymes were elevated prior to discharge. The pt was discharged four days after the procedure.

Manufacturer narrative:
The target lesion for the procedure was the distal common carotid artery. The pt was symptomatic. The lesion was reported to be: a 70% stenosis, 15 mm length, moderately tortuous, and eccentric/ulcerated. The lesion was pre-dilated. An angioguard device was used. A precise 8 x 30 mm stent was implanted without a procedural complication or device deviation reported. The product is not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt.